Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an error explicitly failing storage space. The technical service engineer used a hardware test application (hta) to force release the pocket and the issue was resolved. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a error : object reference not set to an instance of an object. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.